Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a usb cable could not be successfully connected the pump's usb port. Multiple different usb cables were attempted but none were able to fit or charge the pump. It was noted that the usb port looks to be "bent slightly downwards". There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.